Manufacturer narrative:
The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was assessed by the physician, who determined that the laminectomy procedure contributed to the patient's condition. The lead had not yet been implanted; therefore, with the available information, the air embolism resulting in death was considered to be related to the procedure.

Event description:
It was reported that during the creation of the laminectomy to permanently implant a spinal cord stimulation paddle lead, abnormal bleeding began and the surgeon struggled to control the blood loss. The patient lost leg movement, leading to the decision to close without implanting the device. The patient then lost consciousness, experienced bilateral paralysis in the lower extremities, was intubated, had a central line placed, and was transported to the ICU, where they later passed away. Initially suspected to have had a procedure-related cardiovascular accident (cva), the patient was later diagnosed with an air embolism. The physician determined that the procedure contributed to the patients condition.

Event description:
It was reported that during the creation of the laminectomy to permanently implant a spinal cord stimulation paddle lead, abnormal bleeding began and the surgeon struggled to control the blood loss. The patient lost leg movement, leading to the decision to close without implanting the device. The patient then lost consciousness, experienced bilateral paralysis in the lower extremities, was intubated, had a central line placed, and was transported to the ICU, where they later passed away. Initially suspected to have had a procedure-related cardiovascular accident (cva), the patient was later diagnosed with an air embolism. The physician determined that the procedure contributed to the patients condition.